Event description:
On (B)(6) 2011, pt reported her insulin infusion device stopped working on sunday, (B)(6) 2011. Pt stated she went into convulsions and was sent to the hospital. Pt reported her blood glucose level was 'hi' at noon then 250 mg/dl at 9:00 pm. Pt stated she did not check her blood glucose again before going to bed. Pt reported she went into convulsions at 2:00 am and her boyfriend checked her blood glucose and it was 'hi'. Pt stated she woke up in the ER. Pt reported her boyfriend had the paramedics taken her to the hospital. Pt stated this has occurred 2 other times and she did not go to the hospital. Had pt check infusion device history. Pt reported the last error message in the history occurred after the incident. Pt stated she was in the hospital for 2 days and was given insulin while in the hospital. Pt reported she does not know if the infusion device or the infusion set caused the elevated blood glucose. Pt stated she did have concerns with the infusion sets. Pt reported she does not think the infusion device is working and does not know why. Pt stated she does not want to use the infusion device anymore and does not want a replacement sent. Requested return of the alleged product for eval.